Event description:
On (B)(6) 2012, an employee from a hospital left a voicemail message for animas reporting that the patient was at the hospital for hypoglycemia and wanted to know what to do with the pump. The pump reportedly was suspended at the time of the voicemail message. Animas made an attempt to contact the reporter later the same day but was not successful. Animas made additional attempts to contact the patient and was finally able to speak with the patient on (B)(6) 2012. The patient reported that on (B)(6) 2012, she had a hypoglycemic event that led to a hospital visit on (B)(6) 2012. On (B)(6) 2012, the patient reportedly woke up and ate breakfast earlier than usual at "7am." Her blood glucose level at breakfast was 95 mg/dl. According to the pump's history, she bolused 4.6 units of insulin at 6:55am. Then at 8:29am, which is her usual time she boluses for breakfast, another 4 units bolus was delivered. She admitted that she did not recall this bolus because "she was not thinking clearly at this time." She also admitted that it was possible that she bolused again not remember she had already bolused earlier in the morning. Later in the day around noon, her daughter found her on the couch disoriented and not cooperative. The patient was taken to the hospital and was treated with IV dextrose. The patient was released a few hours later with a blood glucose level of 78 mg/dl. There was no indication that the pump malfunctioned based on animas troubleshooting on the phone. The patient was advised to review the bolus history to avoid double bolusing. However, this complaint is still being reported because the patient reportedly experienced hypoglycemic event that required medical intervention while using the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 06/24/2015-device evaluation: the pump has been returned and evaluated by product analysis on 06/08/2015 with the following findings: evaluation revealed that the black box data/histories for the event have been overwritten due to continued use of the pump. Available daily insulin delivery totals correctly reflect the users programmed basal rates. The pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. No hypersensitive keys observed on the keypad. A 24 hour duration test was performed; no unprogrammed boluses occurred during testing. The pump displays message "disconnect infusion set from your body" on the rewind screen and ¿be sure set is disconnected from your body then select continue" on the prime screen. Investigators were unable to duplicate the complaint, the pump information for the complaint date has been overwritten. The display screen has a pinkish contrast. Battery compartment is cracked above and below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.